Event description:
On 25 march 2025, it was reported by a sales representative via email that an ar-13995n scorpion-multifire needle was reported to have had the tip broken off in a case. This occurred on (B)(6) 2025 in (B)(6) hospital during a rcr. The case was completed successfully but the broken fragment was left in patient. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional field data, arthrex was able to determine the most likely cause of the reported failure. The most likely cause of the reported failure can be attributed to a user error, as excessive force was applied during the firing of the needle either to pass it through fibrous or calcific tissue or due to repeated ¿dry¿ actuations outside the surgical site, resulting in the needle breaking. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.